Event description:
The customer reported less than one milliliter of fluid leaked within, on the lower front cover of the instrument, from the secondary mode involving the coulter lh 500 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered weak probe-wipe air cylinder, defective white blood cell (wbc) pump, and faulty blood sampling valve (bsv) actuator. The fse replaced the probe-wipe cylinder and bsv actuator to resolve the fluid leak issue. The fse verified repair per established procedures and noted results conformed to the published performance specifications. (B)(4).